Event description:
This report is to advise of thermal damage found during analysis. During a redo VE ablation using a TactiFlex Duo catheter and Current PFA generator, an audible pop and then hardware error were noted from the Current PFA generator. While mapping with the TaciFlex catheter the capacitors of the Current PFA generator were charged. A few minutes after charging an audible pop was noted coming from the Current PFA generator. When the pop occurred a hardware error message also displayed on the Current generator screen indicating to reboot. The Current PFA generator was reboot multiple times and the hardware error message displayed after each reboot. The procedure was completed with a different PFA system. There were no adverse patient health consequences.

Manufacturer narrative:
One Pulse Field Ablation (PFA) generator was received for evaluation. Based on the information provided to Abbott and the investigation performed, the reported event was able to be confirmed, and the root cause was attributed to electrical thermal damage to the Pinnacle BFC board. The batch Record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.